Event description:
The customer reported that the collimator malfunctioned. There was a broken collimation led ring, a broken tube cover, and a broken interconnect cable connector cover.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.